Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
This complaint was created to capture the "large helium loss" alarm. The staff was able to restart the pump after the alarm. Shortly after, the pump stopped pumping without any alarm, and the screen went black. The staff tried to power the pump back on, but the screen would not return. As a result, the staff swapped the pump, and the reported pump was sent to biomed. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of "helium loss alarm" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
This complaint was created to capture the "large helium loss" alarm. The staff was able to restart the pump after the alarm. Shortly after, the pump stopped pumping without any alarm, and the screen went black. The staff tried to power the pump back on, but the screen would not return. As a result, the staff swapped the pump, and the reported pump was sent to biomed. There was no report of patient complications, serious injury, or death.